Event description:
Ous MDR: a revision was scheduled due to twiddler¿s syndrome. The lead had to be explanted due to tissue stuck on the helix. The lead was not returned for analysis. There were no adverse patient effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.